Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. The pcu event log shows that the pump module was previously infusing milrinone primacor 20mg/100ml at a rate of 12.9ml/hr. At 11:06 pm on (B)(6) 2018, the user programmed a custom concentration infusion of milrinone primacor. The user entered 12.9ml for the diluent volume, 115kg for the patient weight, and 0.2mg for the drug amount, which made the concentration 15.5mcg/ml. The user entered 12.9ml/hr for the rate, which made the dose 0.029mcg/kg/min. The user entered 99ml for the vtbi. The user entered 0.375mcg/kg/min for the dose, which made the rate 167ml/hr. The user started the infusion. The infusion continued at this rate until 11:28 pm when the user paused the infusion. Then at 11:32 pm, the device was removed from the system. The volume recorded as being infused during this period was 56.795ml. The root cause of the overinfusion was user programming. Devices not received, log review only.

Event description:
The customer reported that milrinone 20mg/100ml was intended to infuse at 12.94 ml/hr but was noted to be infusing at 167 ml/hr. They stated the "bottom screen reading correct rate of 0.375 mcg/kg/min." The patient received approximately half of the bag of milrinone in a short period of time. The pump was replaced. There was no patient harm.